Manufacturer narrative:
On 23-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter ablation procedure with a pentaray nav high-density mapping eco catheter and during the operation, device (including port, luer hub) was not irrigating. The occlusion was noted only after the device had been used on the patient. The medical team stated that the occlusion was due to a piece of foreign material. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test could not be performed, as no syringe could be connected to catheter due to luer hub was found occluded with apparent stuck tubing residues. An aluminum wire was introduced starting from the tip area to the handle and no other obstructions were found. A manufacturing record evaluation was performed for the finished device lot number 31609752l and no internal action was found during the review. The irrigation issue and foreign material reported by the customer was confirmed. The potential cause of the occluded luer hub could not be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed based on the received photograph of the complaint device. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a plastic like material was observed in the hub of the catheter. The reported occlusion issue cannot be determined based only on the images provided but could be related to material observed. A manufacturing record evaluation was performed for the finished device number 31609752l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a pentaray nav high-density mapping eco catheter and during the operation, device (including port, luer hub) was not irrigating. The occlusion was noted only after the device had been used on the patient. The medical team stated that the occlusion was due to a piece of foreign material. A second device was used to complete the operation. There was no adverse event reported on patient.